Event description:
Reportedly, the touch screen was non functional after powering on the ventilator. The screen was frozen. Restarting the ventilator resolved this issue. There was no pt involvement in the case.